Event description:
It was reported that the patient had no power when connected to 2 batteries. They then switched to wall power and had no issues. The patient then switched to new battery clips and batteries and again had no power. The system controller was exchanged back to their original controller. Log files were sent for review. It appeared that the event log file contained no unusual power event during the history. The overall history captured in the event log file was from 02jul2025 9:20:00 through 02jul2025 at 13:10:05 due to frequently occurring pulsatility index (pi) events. The periodic log file appeared to have indicated that the emergency backup battery (ebb) was used 2 times on (B)(6) 2025, but details from the log file were not available.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via analysis of the submitted log file. The reported event of the system controller being exchanged due to the no external power alarms was not confirmed. A system controller periodic log file was submitted for review and data from the dates of 01jul2025 ¿ 02jul2025 were reviewed. Between 01jul2025 at 15:59:43 and 01jul2025 at 18:09:00, the system controller backup battery usage count was observed to have increased from a usage count of 21 to a count of 23. This indicates that losses of external power occurred, resulting in the backup battery activating to support the system. The periodic log file only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact time that the backup battery usage count increased and the initial conditions that caused the usage count to increase cannot be determined from this log file. The pump maintained a speed within the low speed limit (lsl) without any issues throughout the timespan. The submitted system controller event log file did not contain any data from the event date of (B)(6) 2025. The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed. The pump maintained a speed within the lsl without issue throughout the log file. The system controller was not returned for analysis. The root cause of the reported no external power alarms could not be conclusively determined through this analysis. Although not confirmed, the controller exchange was determined to be due to a user error in which the controller was exchanged in response to a no external power alarm that occurred while connected to 14v batteries. The heartmate 3 lvas instructions for use (IFU) and patient handbook explain all system controller alarms and the actions to take when the alarms occur. The IFU and patient handbook also explain how to replace the running system controller with a backup controller and instruct the patient to follow all alarm instructions, including calling the hospital. The patient is also instructed not to attempt to change the system controller without having a trained, competent caregiver by their side to assist. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 30apr2023. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate 3 IFU section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and states to never exchange their system controller without having a trained, and competent caregiver at your side to assist. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 IFU section 2 ¿ ¿system operations¿ instructs states ¿if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation.¿ section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. This section also explains how to replace the running system controller with a backup controller, and instructs the user to ensure that patients understand the need for having a caregiver present during a controller exchange and that all labelling instructions are followed, including calling the hospital contact. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.